Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06497, 0001822565-2017-08410, 0001822565-2017-08412. Reported event was confirmed by review of x-rays provided. X-ray review state that radiolucency is present surrounding the modular tibial stem metal-bone and cement-bone interfaces are consistent with loosening of the tibial stem. There is loosening and an ununited fracture of the medial tibial plateau. Radiolucency at the femoral component cement-bone interface is also suspicious for loosening. There is no gross evidence of loosening the patellar component. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Product will not be returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to loosening. Their initial surgery was performed approximately 4 years ago. Attempts have been made and additional information on the reported event is unavailable at this time.